Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it got wet while the customer was washing dishes. Her blood glucose level was not recalled. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside insulin pump. Insulin pump was received with cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.